Manufacturer narrative:
Model number/ catalog number: sc-2408-74, serial number: (B)(4), batch/ lot number: 19079702, model/ catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.